Manufacturer narrative:
D10: equinoxe, humeral stem primary, press fit equinoxe replicator plate equinox square torque define screw drive kit should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a female patient, who had a right tsa, underwent a revision procedure. The surgeon revised the anatomic shoulder due to a failed caged glenoid. The center cage appeared to have separated from the poly. There also appeared to be significant polyethylene wear, and metal on metal wear. The surgeon revised the glenoid side to a competitor¿s device. He kept the well-fixed humeral stem and added a +0 tray and 36+2.5 liner. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted devices are available for return. No device images were provided. No further information. This is 1 of 2 reports for this incident.